Event description:
It is reported that during a procedure, two screws fractured upon insertion. Fragments of the threads of the screws remain implanted in the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Complaint (B)(4). D10 ¿ medical products item #76-2412st-6pk, lot# 259100. St scr sd xd lk 6pk 2.4x12mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4, g3, h1, h2, h3, h4, h6 and h11. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.